Event description:
It was reported that the zimmer air dermatome was not taking a skin graft. Additional clinical follow up with the hospital indicated that the graft was not smooth; the skin came out in different size pieces, more shredded. Additional donor harvests were taken to complete the procedure with this device, as there was only this unit at the facility. The donor grafts were sutured into position on wound site due to number of pieces, "it was not a smooth continuous sheet of skin."

Manufacturer narrative:
The device was returned to the manufacturer for repair. The service record indicates that the device is 2 years old, the last repair was on (B)(4) 2002, for a non related issue. The inspection found the device was out of calibration. There were deep scratches on the head on device, and there were nicks on the width plates, and control bar. The cause of the reported complaint is likely the device out of calibration and wear and tear of components due to a lack of preventative maintenance. The machine head damage indicated excess blade pressure against the head over an extended period. This may impede the correct blade movement, causing uneven cutting. These are all indicative of a lack of regular preventative maintenance. This is a re-usable device, subject to normal wear and tear. The zimmer air dermatome should be returned every 12 months and the hose every 6 months for inspection and preventive maintenance. Annual factory calibration checks are strongly recommended to verify continued accuracy. The device was serviced and returned to the customer.